Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately seven years and ten months post index procedure, the patient presented emergently with a migration, proximal type I endoleak and an aneurysm rupture. The physician elected to implant an endurant aortic cuff. However, the physician had difficulty releasing the supra renal stents during deployment of the endurant cuff. The supra renal stents of the endurant aortic cuff were eventually able to be released, the procedure was completed, and the event was resolved. The physician stated that the angulation of the vessel had caused the old aneurx stent graft to migrate, resulting in a type I endoleak and rupture. The angulation and anatomy also caused difficulty deploying the super renal portion of the endurant cuff. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.